Manufacturer narrative:
The aia-900 analyzer was installed at the account on 26-feb-2019. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-feb-2019 through aware date (B)(6)-2019. There were no other similar events reported during the searched period. The intact parathyroid hormone st aia-pack intact pth analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The most probable cause of the reported event could not be determined.

Event description:
A customer reported a lower than expected intact parathyroid hormone (ipth) patient result with the aia-900 analyzer. The customer stated that two weeks prior to day of call to tosoh, a post-operation patient sample was analyzed, and the ipth result obtained was lower than 1.5 pg/ml with the aia-900 analyzer. The customer reported the patient result out to the physician, but no change in treatment was performed as a result of the lower result since a higher result was expected. The customer did not repeat the patient sample, but stated it had been frozen. On the day of call to tosoh, the customer thawed and repeated the patient sample obtaining an ipth result of 49 pg/ml, which was within expected range. At the time of the initial run, no quality control (qc) issues were reported and all other ipth post-op patients analyzed during the same run reported within analyte reference range. The customer was trying to determine what may have caused the initial low ipth patient result. The technical support specialist explained to the customer the possibility of presence of fibrin or clot in the patient sample, which may have contributed to the low ipth patient result. The tss advised the customer that when a result is questionable to always repeat the patient sample to ensure an adequate result is obtained. No further action was required by tosoh.